Event description:
On (B)(6) 2013, it was reported that the patient has experienced nausea from the date of vns implant (08/08) and developed a wound infection which was treated with oral antibiotics. The patient presented for the first visit to turn the vns device on, on august 17. The patient was again seen two weeks prior, and he was thought to be septic, with severe nausea, weight loss, and pale palor. The patient was admitted for over one week and all microbiology came back clear. The patient was treated empirically with three antibiotics. The nausea persisted. The vns device was turned off, and the nausea went away. As soon as the device was turned back on, the nausea came back. The patient was discharged with the vns device disabled. Follow up with the site found that one week post op, a wound infection was seen at the neck wound site. This was treated with oral antibiotics (augmentin). The nausea persisted since the date of implant. The wound was reviewed at the hospital two weeks post op. There was no patient manipulation or trauma described by the patient. The vns device was turned on to 0.25ma on (B)(6), and the patient did not complain of nausea at this time. The patient presented to the physician one week later with weight loss of 6 kgs. The patient was feeling unwell and had sever nausea, which was treated with anti-emetic. This treatment has no result. The patient presented again on (B)(6) 2013 for routine review and titration of the vns. The patient was unwell, pale, not eating or drinking, and had severe nausea. The patient was admitted for IV treatment and blood levels/ cultures were ordered, but cultures showed negative. The patient was discharged on (B)(6) 2013 with the vns device turned off. No other information was provided.